Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during surgery, the plates needed adjustment. This caused a surgical delay of 20 minutes.

Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The reported event is considered unconfirmed, as no postoperative scans were provided. A patient case involving upc plates required intraoperative adjustments to all six plates, resulting in a 20-minute surgical delay due to issues with guide usability. Investigations confirmed that the plates matched the planned design and met all specifications, with no evidence of device-related failure or malfunction. Based on the investigation, there is no indication of a product malfunction or any design-, material-, or manufacturing-related issue. Therefore, no corrective or preventive actions are deemed necessary at this time.